Event description:
It was reported that the user experienced recurrent alert 38 motor stall notifications following prior occlusion alerts, which temporarily resolved after a site change but recurred until a dry-run restart and full replacement of infusion supplies were performed, after which insulin delivery resumed without issue. Symptoms included feeling sleepy and a highest reported blood glucose of 313 mg/dl. Outcomes included no hospitalization and continued use of therapy after successful troubleshooting. Investigation included customer service troubleshooting, education on performing a dry run without supplies, guided restart, and replacement of cartridge, connector, and contact detach infusion set. Investigation of this case revealed no device damage observed during troubleshooting and resolution after replacement of disposables and restart. It was concluded that the event was consistent with consecutive stalled motor alerts and a suspected infusion occlusion that resolved with new supplies and proper restart.